Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The initial da vinci-assisted right hemicolectomy procedure was completed robotically as planned without any intraoperative complications or issues with the da vinci system. An exploratory laparotomy was required with abdominal washout and an ileostomy creation. The patient is recovering well. The sureform 60 stapler instrument had eight uses remaining. An advanced stapler log review revealed the following: the logs show a sureform 60 stapler instrument (part #480460-12, lot number k18240808-0664) was installed on the system 4 times and fired 4 blue sureform 60 reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs pertaining to the use of this stapler.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, postoperatively the patient sustained an ileocolic anastomosis dehiscence and required a subsequent procedure. A sureform 60 stapler instrument with a sureform 60 blue reload was utilized during the initial procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
The event investigation is in progress.